Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that blue screen was visible on host pc. Upon functional testing, it was found that there was issue with hard drive. Fse replaced hard drive and reloaded software. After which, the system was system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion's host computed would display a blue screen and lock. No harm to user or patient was reported. Philips has started an investigation of this complaint.